Event description:
The customer reported that the system displayed a kv error message. No pt injury was reported.

Manufacturer narrative:
(B) (4). There were several generator parts replaced but the problem wasn't fixed. The problem was isolated to a defective x-ray tube. The tube was replaced and the generator was calibrated. The ge service rep checked the system for proper operation and the system performed as intended.